Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient's parent reported that 5 infusion sets fell off during use. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.